Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Proximal strut segments 1 and 2 were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 05dec2017. It was reported that crossing difficulties were encountered. The 93% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). Following several pre-dilatations with a 2.0x15mm non-bsc balloon catheter, a 3.00x28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.